Manufacturer narrative:
Investigation summary: through investigation it was found service was required on a 3rd party instrument used in the testing procedure. After service the customer reported the issue resolved. Review of customer screenshots of amp curves showed "manual baseline" was being used instead of "auto baseline", this was corrected. Root cause: customer equipment; customer procedural error source: phone.

Event description:
Customer reporting a false positive sars patient result (unknown if confirmation testing was performed).